Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Sensor did not communicate with evm (evaluation module). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. An extended investigation has been performed. Visually inspected the returned sensor and no issues were observed. An attempt was made to extract data from returned sensor and it did not extract, incompatible message was observed. The returned sensor was de-cased and inspected the returned sensor¿s pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured and all range was within specification range. Asic (application-specific integrated circuit) was reflowed and attempted to extract data again and did not extract data. Returned sensor was unable to be re-programmed and observed product type and product generation settings do not match message. Therefore, issue is unable to test section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.